Event description:
N/a

Manufacturer narrative:
The 206520 duraseal exact spine sealant system 5ml us box of 5 (206520) was not returned for evaluation (product was implanted in the patient); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. Per the fmea, potential causes of failure include: performance, application - gel delivery, solution mixing and coverage. The risk remains acceptable per the risk analysis. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a watery appearance of duraseal exact spine sealant system (206520) when using the product. The blue part of the product did not come out; and the transparent part did, and it had an abnormal consistency. The cannula was changed and it did not work. Additionally, the product appeared as lumps and were applied to the patient but took time to dry after being applied. Delay of 240 minutes was reported with no adverse consequences to the patient.